Event description:
Complaint stated: open circuit. Analysis determined: unit malfunctioned due to broken wire within electrical connector cap. Unit was used in vivo. This was not determined until analysis was completed. Remedial action taken: mfg and quality assurance personnel have been notified.